Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a lithotripsy procedure performed on (B)(6) 2010. According to the complainant, during the procedure, the physician was unable to extend the basket of the device. The device was removed and the physician noticed that the sheath had detached and tore from within the black shrink sleeve. The procedure was completed with another trapezoid rx lithotripter compatible basket device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device found the clear outer sheath was pushed back in the proximal direction from the distal end of the coil for a length of 3 millimeters. The sidecar was also found to be deformed and torn jaggedly through its entire length. The proximal end of the clear outer sheath had been torn out from underneath the black heatshrink and had buckled. A functional evaluation found that when the handle was actuated the basket would not extend due to the coil moving with the basket assembly. The condition of the returned incident device was consistent with the complaint that the basket could not be extended due to sheath damage. Residue, identified on the basket wires, appears to have caused an interference fit between the basket and coil assemblies. During an attempt to extend the basket, the increased force required to break past the interference fit was enough to separate the coil assembly including the outer clear sheath from the connection of the heatshrink. Therefore, the most probable root cause is operational context. (B)(4).

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a lithotripsy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the physician was unable to extend the basket of the device. The device was removed and the physician noticed that the sheath had detached and tore from within the black shrink sleeve. The procedure was completed with another trapezoid rx lithotripter compatible basket device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient identifier, age and weight are unknown, however, patient over 18 years old. The device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).